Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. H6) method code: 4112 - analysis of data provided by user/third party. Summary of investigational findings: a 41 year old male patient was previously treated for dissecting aortic aneurysm, where two synthetic grafts were implanted, one in the thoracic ascending aorta and one in the thoracic abdominal aorta. 1 month later he underwent a tevar procedure with the purpose of implanting two zta devices to treat an aneurysm in the descending aorta between the proximal and distal implant. The first device; zta-d-30-160-w1 (complaint device) was placed at the descending aorta under fluoroscopy. During withdrawal of the delivery system, the physician felt resistance and when it was fully withdrawn the stent graft was seen at the entry of the access vessel. Under fluoroscopy, the stentgraft was confirmed to have migrated and to be upside down and inside out. The physician attempted to remove the stentgraft by pulling it, however the bare stent at the distal side got stuck. Laparotomy was performed and the stentgraft was removed without further problems. It was reported that the patient¿s condition has not changed since the procedure. By the sales rep¿s comment, fluoroscopy was not used during the withdrawal of the delivery system. The still images from angio and illustration provided were reviewed by an imaging expert, along with the complaint report. Per the findings of the imaging reviewer: ¿the zenith thoracic alpha graft (distal component 30 x 160 mm) appears distorted and positioned around the l4-l5 vertebral body levels in the mid to lower abdomen.¿ and ¿the complaint graft shows to have the proximal end inverted and telescoped inside and down through the remainder of the graft.¿ by the imaging expert¿s impression: ¿the cause of this inversion and caudal migration cannot be determined from the imaging provided. However, this could be due to incomplete deployment and release of the proximal graft, with the proximal edge inverting and being pulled down with the delivery system upon withdrawal. Alternately, the proximal edge of the fully deployed graft may have somehow gotten caught during withdrawal of the inner introduction system, inverting and pulling the proximal graft edge down along with the entire graft during withdrawal of the delivery system.¿ a clinical assessment was performed by medical advisor, this states: ¿it is unknown, but not unlikely, that this event was caused by not completing the deployment sequence of the device as described in the IFU. Constant monitoring of graft position as cautioned by angiography, may have caught that the proximal end of the stent graft had not been properly released and thus, this event may have been avoided and in which case the event was primarily physician-related. In the event that the physician did adhere to every step of the deployment sequence and the proximal end of the device was verified by fluoroscopy to be fully open upon removal of the introduction system, then the device somehow must have gotten caught/entangled in the wires/catheters and in that case the event is assessed to be device-related.' Cook evaluated the product returned. This includes the complete introducer system and the stentgraft in several pieces. No nonconformance were noticed on the introducer, and no wires were visible. Per the product evaluation findings ¿the rotation handle was 4 clicks away from the stop position¿ and the evaluation conclusion states that the likely cause for the reported event is due to incomplete release of wires, as the rotation handle was not completely rotated. Review of the device history record gave no indication of the device being produced outside of specifications. The IFU send with the device states: ¿as the sheath and/or wire guide is withdrawn, anatomy and graft position may change. Constantly monitor graft position and perform angiography to check the position as necessary.¿ and ¿turn the blue rotation handle in the direction of the arrow next to label 3 until a stop is felt and the proximal end of the graft opens. If difficulty is encountered rotating the blue rotation handle, refer to section 12, release troubleshooting for instructions on how to disassemble the blue rotation handle¿. Based on the imaging review and the clinical assessment it has not been possible to determine whether the cause of the event is device-related or related to the use of the product. However the product evaluation reveals that the rotation handle was not completely rotated, indicating that the stentgraft was not completely deployed and therefore the event is assessed to be user related. The device history record was reviewed with no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Similar to device under PMA/510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: for treating dissecting aneurysm of aorta between vascular prosthesis of the thoracic ascending aorta and the thoracicoabdominal part, zenith was supposed to be placed as to connect the proximal vascular prosthesis with the distal one. Zta-d-30-160-w1 (lot: e3802119) was placed at the descending aorta with the access from the left. Then, another zta was ready and on standby at the surgical field. The delivery system of the complaint device (zta-d-30-160-w1/lot: e3802119) was removed. However, the stent graft of the complaint device (zta-d-30-160-w1/lot: e3802119) was seen at the place where the cut down technique was performed. The migration of the complaint stent graft was confirmed under fluoroscopy. Also, it was confirmed that the stent graft became inside out and upside down. A stent was drawn out from the place where the cut down technique was performed, so the physician attempted to remove the stent graft itself from there by pulling out the proximal side of the stent graft (this is because the stent graft was inside out and upside down). However, the bare stent at the distal side of the stent graft got stuck at the terminal of the vascular prosthesis (this is because the stent graft was inside out and upside down), and it became difficult to remove the stent graft. Accordingly, the physician performed a laparotomy and made an incision at the terminal of the vascular prosthesis. The stent graft was removed with taking the bare stent first which was the proximal side. (This is because the stent graft was inside out and upside down, so the bare stent was the proximal side at that time) the laparotomy was performed without problems, and the patient¿s condition has not changed since the procedure. Additional information received 23jul2019: the physician verify that the stent graft was placed correctly at the intended area after advancing. The physician verify that the stent graft was released before pulling back the introduction system. The physician experience difficulty in pulling the introduction system out of the patient. The proximal end of the stent graft went inside/inward the stent graft. When the proximal end reached at the distal end, the proximal end became to be at the lower side, and the distal end became to be at the upper side. Also, the inner surface of the stent graft came out, the outer surface of the stent graft became the inner one. Patient outcome: a laparotomy was performed.